Event description:
A customer reported that their insulin pump malfunctioned without any notable events preceding it. The issue did not adversely impact the customer's blood glucose level. The pump, which was out of warranty, had a malfunction code that was resettable, but the customer experienced this issue at least three times with the same pump. Customer technical support decided to replace the pump, and while awaiting the replacement, the customer opted for an alternate insulin therapy method. Additionally, the customer was interested in obtaining an out-of-warranty loaner pump, which was promptly sent after receiving the signed loaner pump agreement.